Event description:
It was reported that pump issued cartridge alarm 30 and had similar cartridge alarms occur earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device before sending problematic pump back with prepaid label.